Manufacturer narrative:
(B)(4): additional follow up information was reported by a healthcare professional. It was reported that on an unreported date, the patient recovered from peritonitis.should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The break in aseptic technique was further specified as the patient did not wear a mask or clean the area prior to starting therapy. The patient was hospitalized for the event and began treatment with vancomycin (1 gram, frequency and route not reported) and fortum (1 gram in each bag, frequency and route not reported). The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.